Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. The reporter stated the patient became nonresponsive and fell into a coma-like state sometime around the evening of (B)(6) 2022 or the morning of (B)(6) 2022. The patient's cgm was reportedly reading 4.9 mmol/l around this time. The patient's mother performed a comparative fingerstick measurement which read 3.2 mmol/l. An ambulance was then called and the patient was transported by paramedics to a hospital where he was treated with a glucose infusion and assessed via an x-ray and brain scan. The tests revealed that the patient had not suffered from any brain bleeding or epilepsy, but that he had been hypoglycemic for an extended period of time which caused him to become unresponsive. The patient regained consciousness at about 12:00 pm on (B)(6) 2022 and was discharged from the hospital six hours after that. He reportedly felt very ill right after the incident but had recovered from the incident by the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.